Event description:
In 2005, the pt contacted lifescan (lfs) alleging that her one touch profile meter would not power on. The pt did not remember the last time she tested with the reported meter. She stated she had called lfs earlier; however, no record of an earlier call was identified. She was not forthcoming in answering the questions posed by the lfs customer care rep. On an unspecified date and time, the pt felt weak and was taken to the hosp. The pt's diabetes treatment regimen was not provided. She took no action to affect her blood glucose level before receiving medical attention. No results obtained at the hosp were provided. She took insulin as treatment; the type and dose were not provided. The customer care rep (ccr) walked the pt through pressing the power button and the meter did not power on. The ccr verified that the battery was less than 1 year old and correctly installed. The battery contacts were in good condition. The meter was replaced. The complaint is classified as a product malfunction due to the unresolved power issue. There is no indication of adverse event (the last time the meter was used was not provided, the result obtained on the hosp was not provided).